Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation and therefore the alleged complaint event could not be confirmed. The most likely cause for the reported failure is wear and tear.

Event description:
It was reported that the device is blunt. No additional information regarding a specific failure mode was provided. There was no harm for the patient, operator or third party reported. No further information received.